Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that oversensing was noted. The lead was deactivated and capped. A new lead was implanted.

Manufacturer narrative:
Combination product: yes. -as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 12, 2024 and october 23, 2024 recorded the coil continuity trend around 200 ohms with a decrease to <200 ohms at the end of the recording period. The analysis of the provided iegm episodes from august and june 2024 revealed artifacts on the ff and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.